Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the esheath using during the case. Please reference related manufacturer report number 2015691-2020-11931. UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position using subclavian/axillary approach, the delivery system balloon ruptured during valve deployment. The burst was due to a stent in the left main making contact with the delivery system balloon. There was difficulty withdrawing the devices as the ruptured balloon would not come back into the sheath with ease, resulting in separation of the nose cone and part of the balloon from the delivery system. A 20 fr non edwards sheath, an additional wire and an 8.0mm peripheral balloon were used to remove the devices from the patient. The separated nose cone was able to be brought partially into the sheath and removed from the body. The team was able to recreate the nose cone and balloon. At the time of the report the patient was doing well. The balloon appeared to be fully inflated when it burst. The patient had a moderate degree of calcium in the annulus/leaflets. The stent in the left main could be seen making contact with the balloon at the time of rupture. No bav was used. There was no extra volume added to the balloon prior to the inflation. The delivery system and esheath were returned to edwards lifesciences for evaluation. During preliminary evaluation of the devices, a split on the esheath distal tip was observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The complaint event site provided procedural photos and the following was observed: the inflation balloon was burst on the commander delivery system. The nose tip assembly and guidewire shaft were separated from the delivery system. The sheath distal tip can be seen split axially along the hdpe material. The esheath was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the sheath distal tip was split 5mm in length from the distal end. Damage (fold/stretching) was also observed on the hdpe near the split region. Damage was present on the soft tip. Due to the nature of the complaint, dimensional and functional testing was not performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints. A review of complaint history from (B)(6) 2019 through (B)(6) 2020 revealed additional similar returned complaints, but no manufacturing nonconformance were identified during evaluation. A review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2020 control limits for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, vessel dilation: if necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. A second dilator may or may not be included with the system for vessel dilation. If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. Balloon rupture: if bav balloon ruptures or leaks during deployment do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If re-dilation is needed, use a new balloon. Subclavian approach: calcification ¿ degree and location. Distribution of calcium. Location of calcium (especially at artery takeoff). CT may be misleading in terms of distribution and location of calcium. In case of questionable calcification: check with duplex ultrasound. During the procedure, dilate as necessary to accommodate the sheath. Tortuosity ¿ degree and location: sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage. Delivery system and esheath removal: assess if post dilation needed. Retract the delivery system from the ascending aorta into the esheath. Dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication. Remove delivery system and esheath as single unit without torqueing while maintaining wire in place. Do not reinsert esheath at any time during removal. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, there was difficulty withdrawing the devices as the ruptured balloon would not come back into the sheath with ease, resulting in separation of the nose cone and part of the balloon from the delivery system. A damaged balloon can lead to a larger profile which may lead to the balloon getting caught at the sheath tip when withdrawing the delivery system. Excessive force/manipulation to troubleshoot retrieval difficulty can result in damage to the sheath tip. While a definitive root cause is unable to be determined, available information suggests that procedural factors (withdrawal of a burst balloon/excessive force and manipulation) likely contributed to the reported event. The complaint was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. While a definitive root cause is unable to be determined, available information suggests that procedural factors (withdrawal of a burst balloon/excessive force and manipulation) likely contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.